Event description:
In 2004, the rptr contacted lifescan alleging that the hosp's one touch surestep flexx meter would not power on. The rptr did not allege harm. There was no info to suggest that any pt's experienced injury or medical intervention due to the meter. The customer svc rep confirmed with the rptr that the batteries were correctly installed, the batteries ere replaced less than 1 yr ago, and the battery contacts were in good condition. Based on the info supplied, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.